Event description:
The taperguard evac oral tracheal tube has a radiopaque marking that could be interpreted as a retained foreign body if the information provided to the radiologist is not complete and includes the use of this radiopaque device.